Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, a tear in one of the wings was discovered after insertion of the catheter. It was stated that a new catheter was placed. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during use, a tear in one of the wings was discovered after insertion of the catheter.